Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the user provided third-party culture results were as follows: sampling date: (B)(6) 2024 sampling from: all channels cfu: 10cfu bacterial identification: unknown

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. [The microbiological analysis results are pending]. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 cfu of microorganisms per 100 ml resulted. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found no reportable malfunctions. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10 colony forming units (cfus) of enterobacteria, pseudomonas aeruginosa and other pseudomonas, stenotrophomonas maltophilia, acinetobacter species, staphylococcus aureus, enterococci, candida species, filamentous mushrooms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.